Event description:
It was reported that on (B)(6) 2023, a 20m amplatzer amulet plug was successfully implanted in a patient. On (B)(6) 2023, the patient called into physician office complaining of shortness of breath. Patient was advised to go to emergency room. Echocardiogram was performed, found pleural effusion. Patient was sent to cath lab where a pericardiocentesis was performed and 740 ml drained. Patient remained stable throughout.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of pericardial effusion which lead to cardiac tompanade was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis.the device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from field indicated that physician believed the procedure went well and was not sure what caused the pericardial effusion. Based on the information received, the root cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.